Event description:
The customer reported that while the unit was in use on a pt, the unit displayed maintenance code #7 (power supply fan failure). The iabp was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep confirmed the reported event. The company rep replaced the power supply (part # 0014-00-0033e05). The company rep performed functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).